Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing dislocation.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. DHR review showed no deviations to the standard manufacturing process. This device was used for treatment. Unable to perform a compatibility check based on provided information. Review of the complaint history for part 0063005832, lot 62863712 identified no additional complaints within three months for the same reported issue or similar complaint category. Risk assessment did not identify any new risks. Medical records received did not indicate any complications. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip dislocated twice, approximately eight weeks post implantation. The second dislocation resulted in the patient presenting at the local emergency room. No revision or other adverse events have been reported as a result of this event.